Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was blank display. The customer¿s blood glucose was 235 mg/dl at the time of the incident. The customer states they had changed the battery and still had a blank screen. The troubleshooting was performed and was advised to insert a new battery and the display did not returned. The insulin pump will not be returned for analysis.